Manufacturer narrative:
Novocure's medical opinion is that the contribution of the transducer arrays to the skin inflammation/irritation requiring medical intervention cannot be ruled out. Medical device site reaction is an expected event with optune gio device use (ef-11 16% and 53% ef-14 optune arm). Note: manufacturer date of the device tfh215541 is november 16, 20211; UDI: (B)(4).

Event description:
A 39-year-old female with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2026. On (B)(6) 2026, novocure was informed that the patient developed erythema with associated pruritus under the transducer arrays and was prescribed unspecified medication by a dermatologist. Attempts were made to contact the prescribing physician; however, no reply was received.